Event description:
The following has been reported: customer reporting constantly displays error with line. Fresenius kabi repair depot reported the following: action taken: received pump (B)(6) only. Confirmed reported problem. Air sensor could not be calibrated. Air sensor replaced and calibrated. Equipment cleaned, post service tested per quality control check list and is released for use. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.